Event description:
It was reported that the touchscreen display at times has been unresponsive. The customers' blood glucose level was impacted.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.